Event description:
It was reported that a patient presented for imaging and loss of capture was noted on the right ventricular lead. X-ray imaging confirmed dislodgement of the lead. Surgical intervention was planned. The patient was stable throughout.